Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that pt had experienced a seizure during a hypoglycemic episode. Paramedics were called and pt was admitted to the hosp. Pt's mother reports that cgm was reading "low" (value below 40 mg/dl per cgm specifications) for 8 hrs. Bg was not tested. Pt's mother who was in the next room claims that she never heard cgm's "low" alarms. During her call to dexcom technical support pt's mother reports that pt had fully recovered.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.